Event description:
It was reported that the pt had intermittent perception and was hearing some noises. Testing showed intermittent malfunction. Additional testing carried out on (B)(6) 2010 showed that the device has malfunctioned and the pt no longer has any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.